Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, infection, swelling, inflammation. 2 implants placed that day 29 & 30. 29 was successful, 30 not.